Event description:
The field engineer reported that the system would not boot up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors in the power plug were retightened. The system was then found to be operating as intended.